Event description:
It was reported that the patient presented to the emergency room due to coding. A transmission noted the right ventricular (rv) lead with undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.